Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 14.3 mmol/l and 7.3 mmol/l. No adverse event was reported. Requested meter and strips be returned, replacement sent.